Event description:
It was reported that caps are damaged with a bd vacutainer® k2e 5.4mg plus blood collection tubes. This occurred on 300 separate occasions prior to use. The following information was provided by the initial reporter: different product cases with damage tube caps. Caps are cracked and some pieces missing on the caps.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for shield molding defect with the incident lot was observed. Additionally, evaluation of the customer samples was performed and shield molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that caps are damaged with a bd vacutainer® k2e 5.4mg plus blood collection tubes. This occurred on 300 separate occasions prior to use. The following information was provided by the initial reporter: different product cases with damage tube caps. Caps are cracked and some pieces missing on the caps.